Event description:
Information was received indicating that 10 days following implant of a smiths medical deltec® port-a-cath®ii implantable access system, swelling was noted when infusion was implemented. An x-ray was performed indicating that an effusion was noted between the connection of the port and the catheter. Subsequently, the port was explanted and replaced with no reported adverse effects.